Manufacturer narrative:
(B)(4). This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). An investigation was conducted to evaluate this issue. The sample in question was not available for the evaluation. The instrument service history was reviewed and two previous complaints were identified but not related to this issue. A search for complaints of similar issue was also performed and no adverse trend was identified. The customer was referred to the assay package insert for possible causes of such an issue (sample collection and preparation, inadequate centrifugation of the specimen) along with the appropriate corrections. Based on the evaluation results, no malfunction or product deficiency could be identified related to this issue.

Event description:
The customer stated that one patient sample generated (B)(6) results for the architect troponin I assay. An initial result of 0.055 ng/ml was repeated (B)(6) at 0.037 ng/ml and negative at 0.012 ng/ml. The customer is using a cut-off point of 0.028 ng/ml for this assay. No impact to patient management was reported.